Manufacturer narrative:
No unexpected blank display anomalies, low battery alerts, replace battery alerts, replace battery now alarms or power loss alarms noted during testing. Device passed displacement test, sleep current measurement, active current measurement and self test. (B)(4).

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had replace battery now alarm. The blood glucose was unknown at the time of the incident. Customer did not receive a low battery alert prior to the replace battery now alarm. Customer stated that, there were not unattended alarms received. Customer also reported blank display screen. Customer stated that, the display was not blank less than 30 seconds and display was not blank currently. Troubleshooting determined that, the insulin pump should be replaced. The insulin device will be returned for analysis.